Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed dried body fluid and tissue clogged in the helix housing resulting to unsuccessful helix mechanism test. Laboratory analysis did confirm the clinical observation of helix difficulty based in unsuccessful helix mechanism test. Furthermore, susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that helix would not extend after repositioning and this rv lead was already returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that helix would not extend after repositioning and this rv lead was already returned for analysis.